Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was experiencing high blood glucose. She changed her set and said that her blood glucose was even higher. During high blood glucose troubleshooting, the customer¿s blood glucose was 490 mg/dl and current blood glucose was 559 mg/dl. She said that she had ketones and was nauseous and treated with manual injections. The customer declined all troubleshooting and would like her pump replaced. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.